Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported the cannula was bent and being unsure if the cannula was properly inserted in the infusion site (abdomen). As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent or kinked. The download data did not show any timeouts or drive stalls during the run. The exposed portion of the soft cannula was found to have a puncture. Fluid was observed exiting the puncture during a leak test. It could not be determined when the puncture occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the higher bg level could not be conclusively determined.